Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing. Reprogramming options were discussed. Approximately two years later, the patient received an additional inappropriate shock due to cardiac signal oversensing. At this time, no further inappropriate shocks have been reported and records indicate the device remains in service. No adverse patient effects were reported.